Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that at implant, connection issue with the atrial port was observed. Oversensing, undersensing, loss of capture and high, out of range pacing lead impedances were observed. The device was replaced. There were no adverse consequences to the patient.